Event description:
A revision procedure was performed two weeks later. The right ventricular defibrillation lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. Upon explant, the lead will be returned to boston scientific. The lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
A new right ventricular defibrillation lead was successfully implanted. The abandoned lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead triggered a latitude red alert to be declared due to a low out of range pacing impedance measurement. The patient was admitted to the hospital for evaluation and upon interrogation; it was noted that the lead had delivered inappropriate therapy due to noise and oversensing interpreted as vt/vf. In addition, low pacing impedances and high thresholds were noted. Insulation damage was suspected on the lead. A revision procedure was to be performed in the near future. No adverse patient effects were reported.